Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a uterine ablation and had a hysterectomy. Three months after this surgery, she went to the ER and x-rays showed her intense flank pain was site of coil on left. Right coil was not found. The reported events, regarded as genital bleeding and flank pain due to device dislocation, are listed according to essure's reference safety information and were considered serious. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided (no information given about bleeding onset or concomitant conditions), considering event's nature, causality with essure cannot be excluded. Regarding the remaining event; discrepant information was provided. Consumer provided an essure explant date and stated she had a hysterectomy. However, her x-ray, performed after this surgery, revealed a coil on left. Although the exact mechanism of this event is unknown, causality with the suspect device cannot be excluded based on the information available. This case was regarded as incident, due to the reported surgical interventions (ablation and hysterectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (B)(4) in united states on (B)(6) 2015. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer stated she had uterine ablation performed for severe bleeding. In addition, she reported several hospital visits, ultrasounds later and stated she had a hysterectomy done. Essure explant date was provided as (B)(6) 2015. Two days before the time of the report to the regulatory authority (implying (B)(6) 2015) consumer had another emergency room visit with x-rays showing the intense flank pain was site of coil on left. Right coil was not found in x-ray. Ptc investigation result was received on 02-jul-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a uterine ablation and had a hysterectomy. Three months after this surgery, she went to the ER and x-rays showed her intense flank pain was site of coil on left. Right coil was not found. The reported events, regarded as genital bleeding and flank pain due to device dislocation, are listed according to essure's reference safety information and were considered serious. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided (no information given about bleeding onset or concomitant conditions), considering event's nature, causality with essure cannot be excluded. Regarding the remaining event; discrepant information was provided. Consumer provided an essure explant date and stated she had a hysterectomy. However, her x-ray, performed after this surgery, revealed a coil on left. Although the exact mechanism of this event is unknown, causality with the suspect device cannot be excluded based on the information available. This case was regarded as incident, due to the reported surgical interventions (ablation and hysterectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.